Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and found error "node not present." The fse swapped patient side manipulator 1, and 2 (psm) but error persisted on same armnet 1. The fse replaced the halo and the issue was resolved. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, errors occurred repeatedly during patient side cart (psc) docking. The technical support engineer (tse) had customers perform a hard power-cycle, but the issue persisted. The tse found errors on the patient side manipulator 1 (psm) and on star in the logs. The procedure was converted from a single port procedure to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was converted from a robotic to a traditional laparoscopic approach due to an unrecoverable system error with the patient side cart (psc), which could not be resolved despite troubleshooting efforts. The surgical team proceeded using the same port configuration; thus, the conversion did not necessitate increased port size or the addition of extra ports. There was no information whether the patient tolerated the change.